Manufacturer narrative:
Literature reference: doi.org/10.1016/j.carrev.2017.12.002. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was admitted with nstemi and underwent inpatient coronary angiography. Severe lad disease was found on diagnostic angiography. Localized ra perforation was caused during advancement of a 6fr medtronic ebu 3.5 guide catheter. A non-mdt wire was passed and the guide catheter was advanced using balloon assisted tracking (bat) technique with a 2 × 12 balloon inflated at 8 atm. Balloon was deflated after crossing the injured segment of ra. Further resistance was felt at the level of the subclavian artery and a catheter induced localized dissection was found on subsequent angiography. This was also crossed using bat in similar fashion and pci of lad was successfully completed. On repeat angiogram at the end of procedure, subclavian artery dissection remained stable and since the patient was well and asymptomatic it was treated conservatively. Patient remained well post-procedure and was discharge home the following day.